Event description:
The tip of the feeding tube came off. Patient has history of head and neck cancer, tube utilized for medications and alimentation. Tube was successfully replaced, patient was not harmed.